Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v016982, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a loss of therapy and tingling sensation behind the ear. Environmental/external/patient factors that may have led to or contributed to the issue included a fall where patient bumped her head at lead location site behind right ear. Diagnostics/troubleshooting included an impedance check showing open circuit. X-ray confirmed fractured right lead. Interventions/actions included the lead being explanted with the extension and battery in order to perform an MRI for re-implant. The issue is reported to be resolved at the time of this report. The lead will not be returned for analysis as it was discarded. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the date was unknown for when the event first started and the customer discarded the explanted ins and extension a long with the lead.